Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: provided picture confirmed a mismatched date of manufacturing on the sn# label of the pressure cuff and the label applied to the outer case. However, pressure chamber labeling and packaging procedure to " obtain the outer case label and confirm that the correct serial number and date of manufacture are printed." The complaint was confirmed. Root cause was attributed to incorrect labeling during packaging. Issue was brought to the attention of manufacturing quality after investigation. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3: device not yet received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a mismatched label on the two pressurized chambers of the equipment and did not match the serial number and production date of the packaging box. The date displayed on the packaging box is 08-may-2023, and the actual label date of the pressurized chamber is 02-dec-2020. The event occurred on 20-nov-2023. There was no patient involvement and no patient harm/adverse event reported.